Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos or medical records were provided for review. Per the reported event details, the device was implanted approximately twelve years prior to the patient expiring after the filter perforated the iliac vein. However, the investigation is inconclusive for the reported perforation and subsequent hematoma, hemorrhagic shock and patient death as no objective evidence was provided for review. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2011, a patient underwent a filter placement procedure for an unknown reason. Approximately twelve years, nine months, and thirteen days later, on (B)(6) 2023, the patient eventually expired. Further, autopsy findings revealed that the cause of death was reported as pelvic hematoma with hemorrhagic shock, which was caused by perforation of the iliac vein by the filter.

Event description:
It was reported through the litigation process that, on (B)(6) 2011, a patient underwent a filter placement procedure for an unknown medical condition. Approximately twelve years, nine months, and thirteen days later, on (B)(6) 2023, the patient eventually expired. Further, autopsy findings revealed that the cause of death was reported as pelvic hematoma with hemorrhagic shock, which was caused by perforation of the iliac vein by the filter.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 01/30/2026. The correct g3 date is 01/28/2026. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos or medical records were provided for review. Per the reported event details, the device was implanted approximately twelve years prior to the patient expiring after the filter perforated the iliac vein. However, the investigation is inconclusive for the reported perforation and subsequent hematoma, hemorrhagic shock and patient death as no objective evidence was provided for review. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient underwent a filter placement procedure for an unknown reason on (B)(6) 2011. Approximately twelve years, nine months, and thirteen days later, on (B)(6) 2023, the patient eventually expired. Further, autopsy findings revealed that the cause of death was reported as pelvic hematoma with hemorrhagic shock, which was caused by perforation of the iliac vein by the filter.